Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred and the procedure was cancelled. During a polarx pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a versacross access solution kit was selected for use. The transseptal puncture was performed without using radio frequency (rf), the septum was crossed manually using intracardiac echocardiography (ice) . Towards to the three-fourth of the procedure, a large pericardial effusion was noticed on ice but patient vital signs did not change. The physician reversed the heparin with protamine and a pericardial drain was placed. The effusion still persisted, hence an open-heart team was brought in and they performed a pericardial window going sub-xyfoid. The patient stayed in hospital beyond standard of care. The device is not expected to be returned for analysis. It was further confirmed, there was a collection of blood around the right side of the heart which was not seen prior to the case. Approximately one liter of blood was drained. Everything with transseptal was as usual except when the physician extended the wire outside the dilator it went directly across so no rf was needed. Patients vital signs never changed but the velocity of the pumping action was less and then the effusion was noted. The physician updated that the patient was doing great and getting ready to be discharged. He does not believe that there was anything wrong with the product.